Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited prolonged charge time and triggered a charge circuit timeout and charge circuit inactive at end of service (eos). It was noted that the ICD had triggered recommended replacement time (rrt) over two years prior. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.